Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The vessel locator wings not retracting completely and feeling resistance when removing the device after clip deployment as reported, can be influenced by, but is not limited to manufacturing, patient anatomical conditions and user technique. During manufacturing, all devices undergo inspection to verify the ribbon wings open properly, collapse completely, are aligned and are not damaged. In addition, a sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Difficulty in removing the device can be caused by inadequate nick and spread incision or by not maintaining angle of tissue tract during advancement of the thumb advancer. There was no report of any abnormal user technique. There was no reported information that the patient had any of the conditions listed under the special patient populations section of the starclose se device. Based on the reported information and the inspection criteria, a definitive cause for the vessel locator wings not retracting completely and resistance when removing the device after clip deployment could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and revealed no other incidents of vessel locator wings not completely retracting and device being difficult to remove. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure was attempted in the right common femoral artery using a starclose se device after an angioplasty procedure. Reportedly, after clip deployment the locator wings did not completely retract. The starclose se device was removed with difficulty and some resistance. The device was successfully removed without consequences and the artery was not damaged. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.